Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex round moderate profile 175cc saline breast, catalog and lot numbers unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that two mentor siltex round moderate profile 175cc saline breast prostheses deflated pre-implantation. No patient consequences were reported. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. White material was observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team (pe) was precluded from further evaluating the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device and on the shell surface. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammary prostheses. There is no evidence that the issue is related with manufacturing. Per a database query, this is the only reported complaint of deflation against this lot number 190910. The device history record (DHR) of lot number 190910 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/22/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also, the lot number of the device was mistakenly omitted from the supplemental report submitted 3/7/2018. It has been added to this report. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/05/2018, mentor received additional information regarding this event. The devices were not deflated pre-implantation, but were rather deflated post-implantation. The patient was a (B)(6) year-old caucasian female, who underwent her primary augmentation with these devices. The problem was observed in (B)(6) 2016, when the patient visited her surgeon, who confirmed bilateral deflation. The deflation was so obvious that x-rays were not taken. On (B)(6) 2017, the patient underwent bilateral removal and replacement with mentor siltex round high profile 300cc memorygel prostheses (catalog # 3544300, lot # 7393152). The patient experienced no accompanying symptoms, was not hospitalized, and has since fully recovered. Manufacturer's reference number: (B)(4).